Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl for an undisclosed time wearing the pod. The patient stated they were having issues with the settings as the basal program is grayed out in automated mode, but they can see it in manual mode. The patient reported their bg levels were high and believed they were not going down, but a specific value was not provided. It was recommended that the patient change the pod and administer a bolus. The patient would not provide any further details related to the event. If additional pertinent information is received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.